Event description:
It was reported that during a post-operative device check, it was noted that the patient suffered a possible perforation. It addition, it was reported that the sensed r-waves had decreased during the implant procedure, with no other significant changes noted in the device's electrical data. The physician noted that cardiac tamponade was identified by echocardiography and drainage was performed accordingly. The leads currently remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.